Manufacturer narrative:
The reported field event of set screw anomaly was confirmed. Final analysis found that as received, the atrial setscrew could be over forced causing the setscrew to be stripped. The issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient presented to the clinic, due to pocket erosion. It was noted, that the implantable cardioverter defibrillator (ICD) has eroded from the pocket. Additionally, the pacemaker set screw could not be tightened, during repositioning. The ICD was explanted and replaced. The patient was in stable condition.